Event description:
Adverse event(s): "no pt injury reported" (no known impact or consequences to pt). Product problem(s): "system shut down" (loss of power). A nurse reports the system shutdown during a case. Attempts were made to reboot the system, but were unsuccessful and the surgeon finished the case manually. No pt injury was reported.

Manufacturer narrative:
Although a component has been returned, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).